Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. Unknow was captured in section a1 and no information was captured in sections a2 and a4 as the customer's credentials, age and weight were not provided. No information was captured in section d4 (model #, catalog #, serial #, kit lot # and UDI #) and h4 (device manufacture) could not be determined as no product information was provided. Gudid information does not exists, as the customer did not provide the product information.

Event description:
The customer reported that the contour® next ez meter purchased in the us was displaying the units of measurement accompanied with the blood glucose readings in mmol/l instead of mg/dl. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.